Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. Vyaire medical determined root cause as due to defective pressure sensor / transducer or corresponding measurement electronics on the life board electronics on the life block. The fact that there are multiple sensor issues lead to the assumption that there must be something wrong with the application. Initiated life block under warranty shipment to customer.

Event description:
The customer reported bellavista 1000 having 262- occlusion alarm. The customer confirmed that there was no patient involvement associated with the reported event.